Manufacturer narrative:
(B)(6). Investigation summary: photographs were provided by the customer in support of this complaint and showed tubes collapsed, some along their entire length. No samples were received at the time of this report. No qns or other issues relating to the reported defect were identified in the DHR. Investigation conclusion: the complaint is confirmed, based on the photographic evidence provided. Root cause description: the most likely root cause for this type of defect is that tubes are subjected to excess heat, either during manufacture or in the supply chain. Based on an evaluation of severity and frequency it was determined that a CAPA should be initiated to investigate potential root causes within the manufacturing process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for evaluation of current trends. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue. The investigation has identified potential root cause(s) for this issue and corrective actions are in the process of being implemented.

Event description:
It was reported that 100 bd vacutainer® k2e 7.2mg plus blood collection tubes experienced molding defects.